Manufacturer narrative:
The customer contact indicated the device was discarded. The lot number of the device that was in use is unk. The customer contact identified three possible lot numbers (plots). The possible lot numbers are 16040ns, 17083ns, and 08189ns. Hospira has completed a formal investigation to address the issue of separation of the clave port from the semi rigid adapter. Based on the investigation results, the most probable cause of the separation was due to insufficient solvent application. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a separation. On an unspecified date, the option-lok male adapter of the tubing set was connected to the pt's IV access site and was being used to deliver an unspecified medication. After an unspecified length of time, it was reported that the clave port separated from the semi-rigid female adapter of the tubing set and an unspecified volume of solution leaked. The customer contact reported that after the option-lok male adapter was disconnected from the pt's IV access site during replacement of the tubing set, the IV access site could not be used. No specific details were provided. A new IV access site was established and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.